Event description:
The customer reported that the system would not save images. There was no pt injury or death reported.

Manufacturer narrative:
A ge rep evaluated the system and informed the customer of the procedure for saving images during a procedure to avoid this problem. The system operates as intended.